Event description:
It was reported that the pump and catheter were removed, due to infection. The pump contained lioresal 500 mcg/ml at a dose of 24 mcg/day. The pt recovered without sequela.

Manufacturer narrative:
Results: the proximal 7.8 cm piece to pin connector to distal 30.6 cm distal piece 25.8 cm to distal tip of the catheter were returned for analysis. The catheter and pin connector were occluded with dried drug or blood. The pump analysis revealed no anomaly found- normal device function.